Event description:
It was reported that after an implant procedure the patient experienced a hematoma that was procedure related. The patient was admitted to the hospital for further evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 383069 lead; 383059 lead implant date 2008-(B)(6). (B)(4).